Manufacturer narrative:
Eval of the returned product did not confirm the reported issue. However, revealed that the pt access back side window, zipper tape has two inches cut and the zipper pull tab is missing. Also, the front side window, zipper tape has one inch of broken stitches. MFR ref file #(B)(4).

Event description:
The customer reported the zipper on the side panel has detached. The customer did not provide the date when this was discovered. No pt incident or injury was reported.